Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed that the pebax was bent and broken with a hole; however, no foreign material was observed inside it. The catheter was connected to the carto 3 system and the device was visualized and recognized correctly. No magnetic or force issues were observed; however. No impedance value was observed due to an open circuit was found in the tip area. Due to no impedance value observed, the screening test could not be performed. The force issue reported can be confirmed, as the damage in the pebax may have affected the device's sensor functionality. The pebax condition, specifically with external damage, was not originally documented in the complaint, and its exact time of occurrence cannot be determined. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified that the pebax was bent and broken with a hole. Initially, it was reported that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 11-mar-2024, the pebax was bent and broken with a hole. This was assessed as MDR reportable with an awareness date of 11-mar-2024.